Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the thoracic grasper instrument was cracked at the end and was partially missing. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's main tube insulation exhibited damage along the distal end. The insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. White discoloration marks were additionally observed throughout the entire main tube as well. An additional observation not reported by the site was a broken flush tube. Upon housing removal, visual inspection showed the flush tube was not broken; however, the heat formed section was separating at approximately 1.14 from the backend opening. The flush tube was still connected and functional. Pictures are attached.